Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that rn inserted syringe into medication vile and noted that the syringe had a crack in it. Verbatim: complaint via email. Rn inserted syringe into medication vile and noted that the syringe had a crack in it.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of barrel cracked was confirmed upon inspection of the samples. Analysis of the samples showed the barrel cracked. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The syringe line was reviewed. The root cause of the barrel crack was improper part ejection. This caused the barrel to encounter a guide used in the manufacturing line, and the barrel to crack. Action had been taken to replace the air hose involved in ejection of parts, to improve the process.